Event description:
Did a product demonstration with a new device called mediderma pro rf by a company called (B)(4). The rep did not have much knowledge about the product, had staff treat each other without much guidance. Staff had markings on their face for at least 2 weeks. Found out device was not FDA cleared yet the rep is actively promoting, taking orders and demonstrating the device without proper clearances. "How was it taken or used: subcutaneous."